Event description:
Ffr wire fractured with part of the wire remaining in lcx. Unsuccessful attempts were made to remove the fractured piece of the wire. The patient was scheduled for a bypass surgery the next day in which the piece was removed. Manufacturer response for transducer, pressure, catheter tip, comet (per site reporter). The field representative was notified of the issue by the physician. No feedback has been received at this time. Further correspondence will be shared as it becomes available.